Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record for pn 00770100000 sn (B)(6) determined the comb was bent. The comb was replaced and resolved the reported issue. Review of the device history record for pn 00770100000 ln 60484778 identified no deviations or anomalies during manufacturing. Devices are used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event of a bent comb is confirmed.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). (B)(6). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that after surgery the device was found to have a bent comb and that the dermacarrier was stuck on the machine. No patient involvement. No delay to a procedure. No adverse events were reported as a result of this malfunction.